Event description:
It was reported that a singleday infusor leaked from an unknown location. This occurred after filling and before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation with fluid inside of the housing. Visual inspection and functional leak testing identified a leak from the welded area of the volume indicator port located inside of the housing. Initial evaluation confirmed the reported condition. A batch review will be performed. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up report will be submitted.